Manufacturer narrative:
Sections with additional information as of 20-april-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Defect found on returned meter - does not turn on with strip inserted root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Test strips and meter were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on 10-feb-2026 to ensure customer was no longer experiencing symptoms - able to establish contact with customer who stated symptoms have improved but is now feeling tired. The customer went to the dr. To check her blood glucose levels as she was exhibiting symptoms. The doctor stated it was low and recommended her to have a blood monitor at home so she can check her blood. Note 2: manufacturer contacted customer in a follow-up call on 18-feb-2026 to ensure customer was no longer experiencing symptoms - able to establish contact with customer who stated in addition to feeling tired, she is now nauseous. The customer called her doctor today because she thinks she is getting sick with a fever, not related to her diabetes. Note 3: manufacturer contacted customer in a follow-up call on20-feb-2026 to ensure customer was no longer experiencing symptoms - able to establish contact with customer who stated she still feels the same. Customer stated she has a doctor appt next week. Customer stated her symptoms started prior to her receiving the meter back in (B)(6) 2025.

Event description:
Consumer reported complaint for unknown error messages. The customer changed the battery today. The customer¿s expected fasting blood glucose test result range is undisclosed. The customer reported feeling symptoms of dizziness and headache. Medical attention is not reported as a result. Customer does not recall the error. Customer tried running a blood test, but the meter would not turn on when test strip was inserted. Customer inserted a test strip and no response. It only powers on when power button is pressed. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 12/17/2026 and per the customer the open vial date is undisclosed. The meter memory was not reviewed for previous test result history.